Manufacturer narrative:
A clinical investigation was performed. The pd nurse stated that the pt had been discharged from the hospital and was reportedly doing fine since the peritonitis event. The pt had wounds on his back that may have contributed to the infection. Per the fmc associate medical dir, peritonitis is a known complication of peritoneal dialysis, caused by device malfunction or cassette leak which could have caused or contributed to this event of peritonitis. The device was not returned to the MFR for physical evaluation. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specifications.

Event description:
The peritoneal dialysis (pd) pt's contact stated that the pt was experiencing discomfort and drain complications during pd treatment on the liberty cycler, the pt stated he has a very sharp pain in his lower left side of his abdomen. The pt was referred to his pd nurse. During a follow-up call, the pt's wife stated the pt developed peritonitis. There was no reports of any fluid leaks. The pd nurse stated that the pt was hospitalized for peritonitis and was being treated with intraperitoneal antibiotics.